Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump was off by an hour. There was no impact to the customer's blood glucose level. Tandem technical support (cts) reviewed pump data and was unable to find record of the customer adjusting the time. Cts assisted the customer with adjusting the time setting.